Event description:
It was reported that a patient underwent a tympanoplasty procedure on (B) (6) 2010 and suture was used. The wound dehisced while the patient was in recovery. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4) - wound dehiscence. Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.